Event description:
A customer reported that their AED's asi is flashing red, and it will not power on. Additionally, they reported they could not remove the battery pack from the AED. They reported that this did not occur during patient use.

Manufacturer narrative:
This AED nor its electronic log files were returned and thus the root cause could not be determined. Based on the fact that this AED is well beyond its 10-year design life, and the reported problem, the customer was advised to remove the AED from service.